Manufacturer narrative:
The device was returned to olympus for inspection. Historical complaints for the following events have been previously reported and investigated. This indicates that no unanticipated risks, new failure modes, or additional harms have been identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service technician indicated that white foreign material in the air water cylinder and channel was found. There was no patient involvement.